Event description:
The pt contacted lifescan in 7/05 and could not get a result on their one touch ultra meter. Medical affairs specialist (mas) called and left a message for the pt in 7/05 to verify the information. A letter will be sent. The pt had reported getting the previous result when pt turned on the meter. During troubleshooting, it was discovered that the pt was pressing the m button to turn on the meter instead of inserting the test strip and kept going into the memory mode of the meter, which displayed the previous result. The pt was experiencing frequent urination at the time of concern. Pt could not get a result on the meter due to the use error of turning on the meter by pressing the m button. Pt visited their doctor since pt could not test and the doctor's meter result was 400 mg/dl. The time difference is documented to be less than half an hour. Pt was given a shot, but the pt did not know what it was. Based on the information provided, there is no indication that the product has malfunctioned. However, there is use error involved (turning on the meter by pressing the m button instead of inserting a test strip). As a result, the pt was not able to test on the meter. This may have contributed to the pt's high blood glucose symptoms and the hyperglycemic result on the doctor's meter. Therefore, this case is reported as an adverse event. The pt was not sent any replacement products.